Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): unknown znn distal static screw (unknown). G2: foreign - event occurred in united kingdom. H6: recommended annex g code: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through an anonymized database received for the post-market clinical follow-up (pmcf) study on the zimmer natural nail (znn) antegrade femoral nail (afn) and retrograde femoral nail (rfn) that the patient was diagnosed with hypertrophic non-union at seven months, along with fatigue failure of the distal static screw. Dynamisation did not hasten union, and the patient underwent an exchange nailing. The failure of progression to heal was reported as likely due to a history of smoking along with a mild gap at the fracture site. As of the time of reporting, the fracture had still not healed. Attempts have been made and no further information has been provided.